Event description:
The manufacturer received info from a third party service center alleging a ventilator failed the post-test during servicing. There was no pt harm or injury reported.

Manufacturer narrative:
The device's blower motor was replaced to correct the issue. There was no pt harm or injury reported.